Event description:
Feedback from the customer. A walker has lost the left rear wheel.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. The walker was repaired and was not returned to etac for eval. Etac ref. No. (B)(4).